Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain / abdomen') and seizure ('seizures/ seizures disorders') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, right lower quadrant pain, pregnancy, urinary tract infection and anemia. Current weight 207 lbs. Previously administered products included for an unreported indication: keppra, motrin and cytotec. Concurrent conditions included pelvic pain, chronic cervicitis, irregular menstruation, low grade squamous intraepithelial lesion, sleep apnea, cervical intraepithelial neoplasia and parakeratosis. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 11 months after insertion of essure. On (B)(6)2014, the patient experienced tooth disorder ("dental problems"). On (B)(6)2015, the patient experienced bladder disorder ("bladder or urinary problems or changes,bladder/ibs"). On (B)(6)2015, the patient experienced fatigue ("fatigue"). On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/depression/mood swings"), depression ("psychological or psychiatric problems condition: anxiety/depression/mood swings") and mood swings ("psychological or psychiatric problems condition: anxiety/depression/mood swings"). On (B)(6)2017, the patient experienced nausea ("nausea"). On (B)(6)2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and gastrooesophageal reflux disease ("gerd"). On (B)(6)2018, the patient experienced alopecia ("hair loss"). On (B)(6)2018, the patient experienced oedema ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), tremor ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), breast pain ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), insomnia ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), muscle spasms ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), hyperhidrosis ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), dry skin ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), abdominal distension ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), feeling abnormal ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), hypoaesthesia ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia") and dysplasia ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vitreous floaters ("vision/eye problems type:was seeing floaters") and back pain ("pain/ back"). The patient was treated with carbamazepine (tegretol), dicycloverin (dicyclomine), pantoprazole, psyllium hydrophilic mucilloid, valproate semisodium (depakote) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, seizure, menorrhagia, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, mood swings, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, fatigue, irritable bowel syndrome, oedema, tremor, breast pain, insomnia, muscle spasms, hyperhidrosis, dry skin, abdominal distension, feeling abnormal, hypoaesthesia, dysplasia, alopecia, bladder disorder, vitreous floaters, back pain and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, breast pain, depression, dry skin, dysmenorrhoea, dyspareunia, dysplasia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, hyperhidrosis, hypoaesthesia, insomnia, irritable bowel syndrome, menorrhagia, migraine, mood swings, muscle spasms, nausea, oedema, seizure, tooth disorder, tremor, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Pathology test - on (B)(6)2018: final diagnosis: a)cervix, 5:00, biopsy: :low-grade squamous intraepithelial lesion (mild dysplasia, eln I). B)cervix. 6:00. Biopsy: transformation zone mucosa with moderate acute and chronic cervicitis c) cervix, 7:00;, biopsy : transformation zone mucosa with moderate acute and chronic cervicitis and immature squamous metaplasia. D))cervix, 11 :0:0, biopsy: transformation zone mucosa with moderate acute and chronic cervicitis and immature squamous metaplasia e) cervix, 12:00, biopsy: transformation zone mucosa with moderate acute and chronic cervicitis and immature squamous metaplasia f) cervix, 1 :00, biopsy: end cervical mucosa with mild chronic cervicitis and immature squamous metaplasia . G) endocervix; curettage: endo cervical mucosa with no diagnostic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Updated event vision/eye problems to seeing floaters. Event eye disorder deleted. New event gerd was added. Event onset date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain / abdomen') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, right lower quadrant pain, pregnancy, urinary tract infection and anemia. Current weight (B)(6). Previously administered products included for an unreported indication: keppra, motrin and cytotec. Concurrent conditions included pelvic pain, chronic cervicitis, irregular menstruation, low grade squamous intraepithelial lesion, sleep apnea, cervical intraepithelial neoplasia and parakeratosis. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes,bladder/ibs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety/depression/mood swings"), depression ("psychological or psychiatric problems condition: anxiety/depression/mood swings"), mood swings ("psychological or psychiatric problems condition: anxiety/depression/mood swings"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), oedema ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), tremor ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), breast pain ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), insomnia ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), muscle spasms ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), hyperhidrosis ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), dry skin ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), abdominal distension ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), feeling abnormal ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), hypoaesthesia ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), dysplasia ("other injury(ies) or complication please describe: edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia"), alopecia ("hair loss"), visual impairment ("vision/eye problems type:"), eye disorder ("vision/eye problems type:") and back pain ("pain/ back") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, seizure, menorrhagia, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, mood swings, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, fatigue, irritable bowel syndrome, oedema, tremor, breast pain, insomnia, muscle spasms, hyperhidrosis, dry skin, abdominal distension, feeling abnormal, hypoaesthesia, dysplasia, alopecia, bladder disorder, visual impairment, eye disorder and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, breast pain, depression, dry skin, dysmenorrhoea, dyspareunia, dysplasia, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, hyperhidrosis, hypoaesthesia, insomnia, irritable bowel syndrome, menorrhagia, migraine, mood swings, muscle spasms, nausea, oedema, seizure, tooth disorder, tremor, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: cervix, 5:00, biopsy: :low-grade squamous intraepithelial lesion (mild dysplasia, eln I). Cervix. 6:00. Biopsy: transformation zone mucosa with moderate acute and chronic cervicitis. Cervix, 7:00, biopsy: transformation zone mucosa with moderate acute and chronic cervicitis and immature squamous metaplasia. Cervix, 11 :0:0, biopsy: transformation zone mucosa with moderate acute and chronic cervicitis and immature squamous metaplasia. Cervix, 12:00, biopsy: transformation zone mucosa with moderate acute and chronic cervicitis and immature squamous metaplasia. Cervix, 1 :00, biopsy: end cervical mucosa with mild chronic cervicitis and immature squamous metaplasia. Endocervix; curettage: endo cervical mucosa with no diagnostic abnormalities. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, seizure, menorrhagia, hair loss, migraine, weight gain, anxiety, depression, dysmenorrhea, irritable bowel syndrome, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs & mr received: case became incident. Injury nos was replaced with new events- abdominal pain, menorrhagia, vaginal bleeding, back pain, apareunia, depression, anxiety, mood swings, migraines, bladder disorder, nausea, dental problems , seizures , dysmenorrhea, dyspareunia, vision/eye problems, weight gain , fatigue, ibs, edema, tremors, breast pain, insomnia, muscle spasms, excessive sweating, dry skin, bloating, brain fog, numbness, severe dysplasia , hair loss. Date of insertion was updated. Date of removal and event onset date were added. Reporters information, patients dob, demographics, race, lab data, medical history, concomitant condition were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.